Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms included pus and redness. The physician does not believe the infection was device or procedure related. The patient was given IV antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 (B)(4) description: artisan 2x8 paddle lead (lim), 70 cm model # sc-4316 (B)(4) description: clik anchor (set of 2) the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, paddle lead, and clik anchors revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg, paddle lead, and clik anchorsfound them to be satisfactory.